Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. A lot history review (lhr) of rezd2459 showed no other similar product complaint(s) from this lot number. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a separation between the catheter and connector was confirmed and the cause was use-related. The product returned for evaluation was one 4fr s/l groshong catheter. Usage residues were evident within/upon the sample. The catheter was received separated from the assembled two-piece connector. The catheter appeared not to have been trimmed. Microscopic inspection of the proximal end of the catheter revealed regular striations typical of a sharp instrument cut. Following disassembly of the two-piece connector, no catheter segment was visible within the connector. Tactile inspection of the sample was unremarkable. It appeared that the catheter was not fully inserted through the compression sleeve within the distal connector segment during device assembly. Failure to fully insert the catheter prevented the catheter from being locked in place by the compression sleeve, allowing the catheter to become detached from the connector. The product IFU provides instructions for the proper assembly of the catheter/connector system.

Event description:
Facility reported that a PICC catheter had been placed on (B)(6) without difficulty for an antibiotic administration. On (B)(6), there was an alleged leak between the catheter and the connector, so the user removed the device in the operating room. The returned sample shows a catheter detachment; no leaks found in the catheter.